Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Radiographs show evidence that the head of the screw broke in situ. Post-retrieval examination of parts show significant wear on the locking collar halves, custom intercalary connectors, and screws. The data confirms the screws left biomet within print specifications. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-04486, 01213 & 00794).

Event description:
It was reported that patient underwent an orthopedic salvage procedure utilizing patient matched implants on (B)(6), 2010. Subsequently, a revision procedure was performed on (B)(6), 2014 due to a fractured screw in the coupler which led to instability. A coupler and two adaptors were removed and replaced. Additional information received indicates the patient is having further issues; however, there has been no additional revision procedure reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00794 & 2014-01213).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an arthrodesis knee procedure utilizing patient matched implants on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a fractured screw in the coupler which led to loosening. A coupler and two adaptors were removed and replaced. Additional information received indicates the patient is experiencing instability; however, there has been no additional revision procedure reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an initial knee arthroplasty on (B)(4), 2010 with a pmi implant. Subsequently, patient was revised on (B)(4), 2014 due to a fractured screw and instability.